Event description:
Initial deployment of main body graft went well. The device went in smooth and there did not appear to be any calcification present. An angio run noted the ipsilateral leg of the main body graft to be kinked. The top of the graft appeared to be open more than it should have been with the suprarenal stent undeployed. The physician elected to place a iliac leg extension on each side to support another manufacturer's stents that he planned to place, but the leg extensions opened the leg well enough to continue the procedure. The two iliac legs were placed without incident, but final angiogram revealed a type iii endoleak in the ipsilateral leg of the main body graft. The physician thought the leg may have been damaged or torn during the manipulation of it while trying to open the kink. The sales rep. Recommended an aui conversion, but the physician decided to build up bifurcation and placed a physician decided to build up bifurcation and placed a leg graft on the ipsilateral side and an iliac leg extension on the contralateral side. The leak had diminished, but still persisted.the bifurcation is an estimated 20mm up in the graft and may now be too high for an aui conversion. The physician will do a follow up CT scan and reevaluate the situation at that time.